Event description:
It was reported that the shock impedance was outside tolerances (>200 ohm) about 35 months after the implantation. Lead was explanted.

Manufacturer narrative:
The returned lead was capped off approx. 14 cm distal from the is-1 connector pin and only fragments were available. All parts of the lead were returned for analysis. Analysis of the submitted fragments showed insulation wear between and 8 cm and 10 cm proximal to the lead tip. The cable lead to the rv shock coil was broken in this section. These instances of damage are highly likely the causes of the clinical complaint. The damage observed is likely due to wear against the adjacent partner lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the spatial relationship of the implanted system in the body. Moreover, the shock coil was also deformed, which can most likely be traced back to explantation. The electrical analysis of the returned fragments showed no indication of lead breaks. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.